Manufacturer narrative:
B5 describe event or problem updated. Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The balloon was found to have a pinhole which was located on the proximal end of the distal markerband. Product analysis confirmed the reported event, as the device was found to have a pinhole to the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the device ruptured at nominal atmospheres. The procedure was completed with another of same device. There were no patient complications reported. The patient condition was good. It was further reported that the balloon was inflated two times at nominal pressure each time, but the balloon ruptured at the last inflation. The device was simply removed from the patient body.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the device ruptured at nominal atmospheres. The procedure was completed with another of same device. There were no patient complications reported. The patient condition was good. It was further reported that the balloon was inflated two times at nominal pressure each time, but the balloon ruptured at the last inflation. The device was simply removed from the patient body.

Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the device ruptured at nominal atmospheres. The procedure was completed with another of same device. There were no patient complications reported. The patient condition was good.